Manufacturer narrative:
Additional/corrected information has been provided in the following: model #/lot #, device available for evaluation?/device evaluated by MFR? & device manufacture date. An event regarding dislocation involving an adm liner and metal head ((B)(4)) was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual of the returned part noticed explantation damage. Dimensional inspection carried out by the manufactured engineer of the returned part found 3 dimensions out of specification but a review of these fails found they were all on the inner sphere of the part. These parts were within specification when original inspected at time of manufacture and therefore it was concluded "the failure of these features and the damage observed on the inner and outer sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner. Conclusion: the complaint is deemed not to be manufacturing related". -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as , x-rays, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information become available the investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Rep called regarding patient woke up in pain due to dislocation and grinding of hip area. CT scan showed that the 28 mm head came out of the mdm poly insert. Revision performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Rep called regarding patient woke up in pain due to dislocation and grinding of hip area. CT scan showed that the 28mm head came out of the mdm poly insert. Revision performed.